Manufacturer narrative:
Implant date: (B)(6) or (B)(6) of 2018. Date of event approximated since actual event date was unknown.

Event description:
It was reported that a thrombus occurred. In (B)(6), a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. It was reported via facebook that the closure device was leaking and that the patient had to be on blood thinners for a month before a cardioversion procedure. It was further reported that the patient has had several procedures in the past including ablation. She recently had two transesophageal echocardiograms (tee) in (B)(6) and a device thrombus was identified.